Manufacturer narrative:
This is an initial report. The nurse, who hurt her back, was seen in the emergency dept and was out of work for a couple of days. According to the initial report, the injured nurse moved the surgical microscope from the storage location to the operating room. In addition, she also moved the operating bed 90 degrees and it is unk what has caused the injury. Further investigation is still being conducted by the MFR. Once results or new info are obtained, a f/u/final form FDA 3500a will be submitted.

Event description:
On (B)(6) 2012, leice microsystems received a complaint stating that a health care professional (nurse) hurt her back while moving the leica m822 f20 surgical microscope.